Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing hydromorphone and bupivacaine for spinal pain indications. It was reported that the patient stated '3 weeks ago,' 'at the end of the day, it starts over, after midnight, for the boluses - 5 days in a row, the handset flashed a screen with a red bar and said system error, requires the application to be restarted. Service code 156. The app was starting to do it almost 3-4 times a week now, since it started, and sometimes it takes 2-5 minutes to get it to restart.' The patient mentioned that 'about 2 o'clock in the morning,' usually when they start hurting real bad, they get up to go to the bathroom, and they turn the handset on and swipe it and boom, there's the red service code 156 screen, which is frustrating to clear the message and wait when they need a bolus. The patient stated the handset 'will work all the way through the day and it works fine until about 2am,' and is when they see service code 156. The patient was already connected to the myptm app and read an expected 1 hour and 47 minute lockout with 5 boluses left today. The manufacturer's patient services specialist (pss) assisted the patient in closing out of all running applications, turning off/back on location and bluetooth, and disabling tutorial screens. The patient mentioned trying to tap through the tutorials can be frustrating too. The patient asked pss about the steps on how to connect to the pump, and while pss was doing so, patient started connecting to the pump on their own and was able to successfully connect. When pss inquired pump med, patient read from their pump printout 'primary hydromorphone 1000mg and secondary bupivacaine 10,000mg,' and did not provide further information. The patient will monitor service code 156 and will call back for assistance as needed. Additional information was received from a consumer, and it was reported that the patient was still getting service code 156 but not he was only getting it when he takes the first bolus of the morning. Agent reviewed the service code. And recommended closing the application after bolus. It was noted he was having the lag at 90%. The patient will see the doctor tomorrow and call back if he needs further assistance.